Manufacturer narrative:
Review of schiempflug scans from procedure # (B)(6) show an unknown corneal condition on scans 0002, 0003, and 0005. Unidentified underlying patient condition could contribute to reported capsular tear. The system functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was onsite for surgery support, doctor (B)(6) reported he experienced an anterior radial tear nasally during procedure ID # (B)(6).